Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility reported that an internal dialyzer blood leak occurred ten minutes into a patient¿s hemodialysis (hd) treatment. Blood was visually observed outside the fibers, in the dialysate compartment of the device. The patient was dialyzing on a gambro artis machine, and the type of bloodlines being used were unknown. No damage was identified on the dialyzer. Blood test strips were not used. After the leak occurred, the blood pump was immediately stopped. The patient¿s blood was not returned. It was estimated that the patient lost a ¿circuit of blood¿. It was confirmed there was no patient injury or harm, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for a manufacturer evaluation.